Event description:
It was reported that the table locks were not actuating, causing the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury, if a patient or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found a misaligned flag located in the pedal assembly that simulated a constant float command, resulting in the unexpected table motion. The fe adjusted the flag and verified that the table locks were performing according to specifications.